Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) loose rf (radio frequency) head connector found on a printed circuit board. Left hinge, keyboard is broken. Analysis could not confirm the report of the printer jamming. (B)(4) rf (radio frequency) head cable found out of electrical specification. Rf head upper housing is cracked.

Event description:
It was reported the printer was jamming. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.